Manufacturer narrative:
The device was not returned for evaluation. The customer reported that the cannula dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
Customer noted the following occurred: (B)(6). The cannula appears bent and was not properly inserted in the customer's skin.